Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low battery/low voltage advisories without sound. The battery clips, batteries and system controller were exchanged to troubleshoot the issue and exchanging the system controller solved this issue while exchanging the batteries and clips did not. Two sets of log files were provided for the event, one before the event date and one after, the one before contained alarm silence flags but additional information was received on 18dec2020 indicating that the alarms were not silenced

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of inaudible low voltage advisory alarms while connected to fully charged batteries was not confirmed. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6) ) contained approximately 3 hours of data combined (4:27:13 ¿ 7:49:18 on (B)(6) 2020 per the timestamp). The driveline was disconnected on (B)(6) 2020 at 7:48:38 and both power cables were disconnected approximately 35 seconds later to exchange the system controller. No other notable alarms were active in the log files. The log files did not capture any low voltage alarms prior to the controller exchange as the voltage did not drop below the low voltage alarm threshold throughout the log files. The log files did not indicate any issues with the system controller. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. All audio and visual alarms were verified during testing, including the low voltage advisory alarm. The audio annunciators of the returned system controller were measured using a decibel meter and the output of each annunciator was above specification. The root cause of the reported event could not be conclusively determined through this analysis. There was an incidental finding of dim pump running leds. Device history record were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 05oct2016. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ and heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.